Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this morning when the patient was charging the implanted neurostimulator (ins), the recharger got very hot. Patient rep indicated the entire recharge therapy manager (rtm) was warm and the ring portion was especially hot. The patient was not injured, but patient rep was concerned because it was to the point that they could not touch it. They also noticed in the last day or so the device seemed to be taking a little bit longer to charge. Patient is part of a clinical study so was directed to managing provider in order to assist further.